Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain. The recipient is presenting with an itchy, hot, red skin and a rash develops when wearing the behind the ear processor. The recipient reportedly underwent a local anesthetic injection to address cochlear implant related pain in (B)(6) 2022. The recipient reportedly also had an occipital nerve injection for pain around the cochlear implant in 2023. The pain issue has since resolved. The recipient is currently using an off-the-ear configuration. An ear gear protective sleeve will be ordered to cover the processor and help reduce the skin reaction.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient continues to be monitored and managed per center protocols. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.